Event description:
It was reported while using the bd phoenix¿ nid a patient isolate, acinetobacter baumannii, was misidentified as escherichia coli. The isolate was also identified to be a carbapenemase producer; therefore, it was sent to the state's laboratory where the result was questioned because the state had an identification of acinetobacter baumannii. The user also confirmed the acinetobacter baumannii identity with maldi. The user repeated the bd phoenix¿ nid testing and got the result acinetobacter baumannii/calcoaceticus complex. This resulted in a corrected report for the patient because it had incorrectly resulted as a possible carbapenemase producer, as well as an incorrect identification.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate, acinetobacter baumannii, was misidentified as escherichia coli. The isolate was also identified to be a carbapenemase producer; therefore, it was sent to the state's laboratory where the result was questioned because the state had an identification of acinetobacter baumannii. The user also confirmed the acinetobacter baumannii identity with maldi. The user repeated the bd phoenix¿ nid testing and got the result acinetobacter baumannii/calcoaceticus complex. This resulted in a corrected report for the patient because it had incorrectly resulted as a possible carbapenemase producer, as well as an incorrect identification.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of acinetobacter baumannii when using phoenix panel nid (catalog number 448007) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.